Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system was received and investigated. The reported sleeve steering issue was confirmed; however, the reported difficulty translating the delivery catheter (dc) handle and the device operating differently than expected could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported sleeve steering issue in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. Although it was not confirmed, it is likely that the difficulty translating the dc handle was due to inadequate flushing of the device, as the device preparation continued without further difficulty translating after first observing the issue; however, this cannot be definitively determined. It is also possible that the sleeve steering issue made it appear as if the clip was oriented differently (spinning), but this was not confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This is filed to report that during use with the clip delivery system (cds) irregular movement was observed while steering, which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During preparation of the clip delivery system (cds), when the handle was retracted, resistance was felt like it needed to be lubricated. The preparation was continued, and the handle translated smoothly. The cds was advanced to the left atrium; however, while steering with the m-knob, the device was steering too far medial. When the handle was advanced, the clip was spinning. The system was taken back to neutral 3 times, but the issues continued. The cds was removed and replaced. One clip was implanted, reducing the mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.